Manufacturer narrative:
Date of event estimated. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined. The allegation is against [1] of [2] [lead]; however, it is unknown which [lead(s)], therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000073465.

Event description:
It was reported that the patient's system diagnostics recorded high impedances on the lead. The patient's battery was also end of life but met longevity. The patient lost therapy. Surgical intervention took place where the leads and ipg was explanted and replaced to address the issue. During the procedure the 2nd lead was replaced due to the physician was unable to get one lead without the other because of too much scar tissue build up. Effective stimulation was restored.